Manufacturer narrative:
Alleged failure: slight involvement to lightbox itself no patient harm. Light would go from standby to on. The failure(s) identified in the investigation is consistent with the complaint record. Probable root cause: leaf spring issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light would go from standby to on. Therefore, there was a thermal event.

Event description:
It was reported that the light would go from standby to on. Therefore, there was a thermal event.

Manufacturer narrative:
Updated health effect impact code and medical device problem code.